Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device of 2. Reference MFR report: 1627487-2013-02596. The pt underwent a permanent implant procedure on (B)(6) 2013. The physician was unable to achieve neck coverage during the procedure. The physician had attempted coverage with two peripheral leads (from the same lot) and an extension. These products were explanted and not used. The physician was able to provide coverage from the left shoulder to hand as a result of the procedure.